Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, an attempt had been made to shape the guidewire tip, the guidewire nitinol tubing was noted to be broken/fractured in 5 areas, the guidewire core wire was noted to be broken/fractured, the core wire distal end was observed through the distal tip dome, and hydrophilic coating was hydrated there were no anomalies noted. A functional inspection could not be confirmed as the device was damaged. The reported event was confirmed during the device analysis. The device failed to meet specifications when returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicated there was no damage noted to the packaging prior to opening the packaging. The patient¿s anatomy was of normal tortuosity. A select soft was used as a substitute device and continued the procedure. The procedure was completed without any problem. Analysis of the returned device found guidewire core wire was noted to be broken/fractured. It is probable the device experienced significant manipulation during the procedure. The as reported ¿guidewire deformed¿ and as analyzed defects ¿guidewire broken/fractured during use¿ will be assigned procedural factors' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device found that the guidewire (subject device) was broken/fractured during use. There were no clinical consequences reported to the patient as a result of this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, an attempt had been made to shape the guidewire tip, the guidewire nitinol tubing was noted to be broken/fractured in 5 areas, the guidewire core wire was noted to be broken/fractured, the core wire distal end was observed through the distal tip dome, and hydrophilic coating was hydrated there were no anomalies noted. A functional inspection could not be confirmed as the device was damaged. The reported event was confirmed during the device analysis. The device failed to meet specifications when returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicated there was no damage noted to the packaging prior to opening the packaging. The patient¿s anatomy was of normal tortuosity. A select soft was used as a substitute device and continued the procedure. The procedure was completed without any problem. Analysis of the returned device found guidewire core wire was noted to be broken/fractured. It is probable the device experienced significant manipulation during the procedure. The as reported ¿guidewire deformed¿ and as analyzed defects ¿guidewire broken/fractured during use¿ will be assigned procedural factors' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device found that the guidewire (subject device) was broken/fractured during use. There were no clinical consequences reported to the patient as a result of this event.